Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by visual inspection and functional testing. The cause is the bad latch lock flex. Replaced latch lock flex to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the cassette did not latch on properly. The product fault occurred before infusion. There was no patient involvement, and no harm/adverse event reported.